Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed a brief period, post-shock, of t-wave oversensing (twos) on th e stored episode. Additionally, electromagnetic interference (emi)/noise oversensing was noted on the right atrial (ra) lead on stored atrial tachycardia (at) / atrial fibrillation (af) episodes. Both leads remain in use. No patient complications have been reported as a result of this event.